Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini cap transfer set was "unable to disconnect" from the patient line of a home choice cassette which resulted in a separation between the female connector and main body of the transfer set. This occurred after use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. During testing the female connector was connected to an in lab connector and disconnected with no issues; therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.